Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small, longitudinal split was observed in the catheter tubing, and evidence of kinking was observed at the location of the split. A microscopic observation revealed the edges of the split to be straight and the fracture surfaces were observed to flat and granular in texture. The split was observed to align with a linear impression in the surface of the catheter tubing. The observed evidence of kinking in the catheter tubing suggests the damage may have been caused by material fatigue; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, catheter implanted.(B)(6) 2024 rupture 8-9cm from catheter insertion, saline infusion. There were no consequences. Additional information: subcutaneous rupture. The catheter has been removed, currently no other PICC has been placed. No harm to the patient

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, catheter implanted (B)(6) 2024 rupture 8-9cm from catheter insertion, saline infusion. There were no consequences.